Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported a left side deflation. Physician confirmed event. The device has been replaced.

Event description:
Patient reported a left side deflation. Physician confirmed event. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. No further actions are required as the device was implanted.